Event description:
The unit was returned for service because it was reported by the customer that the plv had "high flow." The malfunction was discovered during set-up of this back-up ventilator and there was no reported pt harm. This equipment had not been serviced by the MFR since 1999. During the repair eval it was confirmed that the potentiometer was not functioning correctly causing the unit to initially exceed the set flow rate and would then return to normal levels.